Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that an end-of-service (eos) was seen the patient's implantable neurostimulator (ins) and that the therapy stopped. The patient was dissatisfied with the ins longevity as it was implanted a year ago. The indication for use of the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.